Event description:
Hcp reported a catheter leak around the pump at the pump/catheter connection. The pump and the catheter were explanted but not returned to the MFR for analysis. A follow-up report will be sent when add'l info is received.